Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier complete (B)(6).

Event description:
The customer reported a (B)(6) architect total b-hcg result on a patient. Results provided: (B)(6); another architect = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 7k78 for the complaint issue. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, accuracy of the architect total b-hcg assay has been evaluated with a retained in-house kit of the same lot# 03333ui00 and met all specifications, confirming that this lot is meeting the architect total b-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg lot# 03333ui00.